Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and insulin pump had repeated button error alarm as well as delivery anomaly. The customer¿s blood glucose level was 27 mmol/l and they had restored blood glucose and did not require medical treatment. No further details were given. The device will not be returned for analysis.